Manufacturer narrative:
The device has not yet been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient experienced an allergic reaction to the device. They experienced cheek swelling and blisters. The patient wore the device for a few weeks after the delivery on (B)(6) 2025 and the symptoms went away after stopping usage. Then, re-attempted wear and symptoms flared. The patient is advised to stop using the device and return the appliance for further research.

Manufacturer narrative:
Additional data: d9. The device was returned. The investigation has been completed, and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had slight discoloration. General cleanliness - the returned device appeared to be not clean. Root cause description. Per the reported information, the patient had an allergic reaction to the device. It is possible that the patient has an allergy to polyester, but additional information was not provided. Fu-7322 rev 7 (silent nite (english)) contains the following statement in the warning section: "a qualified dentist should consider patient medical history, including history of asthma, breathing or respiratory disorders, or other relevant health problems before prescribing the device". The manufacturer internal reference number is: (B)(4).